Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the nurse the patient had symptoms of diabetic ketoacidosis (dka). The patient's blood glucose levels reached 30 mmol/l (540 mg/dl). Swelling at the infusion site (arm) was noted. Additional information was solicited, but unavailable.